Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Consumer reported 4 false negative sars results for 2 daughters that are symptomatic. Resutlt was confirmed positive by another at home tests and by a rapid test performed at a healthcare providers office. Additional reports willed be filed for other events.